Event description:
The customer was hospitalized for the diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 483 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.